Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the device had a latitude report with missing implant date information. There were question marks instead of the electrode model/serial information. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.